Event description:
It was reported the wand had difficulty establishing and maintaining telemetry. The wand was returned for repair. It is noted the wand is no longer needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device had difficulty establishing and maintaining telemetry. The cable was out of electrical specification. It was also noted that the label was missing the back coating. (B)(4).